Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was subsequently capped and replaced due to noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and pocket stimulation when atrial pacing down to 1.5 volts. The right atrial (ra) lead exhibited noise. Follow up with the patients clinic confirmed that no intervention has been performed or scheduled. The lead remains in use. No further patient complications have been reported as a result of this event.